Event description:
It was reported that the device was used during a low anterior resection procedure. The device fired an incomplete and malformed staple line as well as only partially cut the anastomosis. The o.r time was extended for 2 hours, another device was used to complete the case.